Event description:
The following has been reported: biomed reported: "no patient harm with this device. IV pump from the ICU unit that has given the staff an error. Staff stated that the pump wasn't working and prompted them to remove from service. No error message pops up when powering the unit on. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for mechanical hardware failure (av sticky valve). The fva lip seals had debris built up on them. The fva lip seal channels and pins were cleaned with alcohol. The lip seals will be removed and replaced during repair. Once the repair has been made the pump will be sent to the test line for full functional testing.